Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation, the belt failed a failed an ECG fall off test. The cause for the reported failure was isolated to an pulse wire in the cable connecting ECG c and d migrated against q1 in ECG c, causing a short. The cause of the reported alarms was isolated to a short in ECG "c." The root cause for the migrated wire has not been positively identified. No adverse event resulted from the damaged belt.

Event description:
During investigation of a belt for an unrelated issue, a reportable malfunction was found. The belt failed ECG fall off test.